Event description:
The customer reported that they were unable to switch on the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.